Manufacturer narrative:
Other applicable components are:product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer's representative (rep) reported high impedance on certain electrodes for a patient's implantable neurostimulator (ins) system. Measurements taken gave impedances of 18690 ohms on electrode #8 and >20000 on electrode #9. The patients' healthcare provider (hcp) has ordered an x-ray of the system to attempt to elucidate the origin of the high impedance. The patient reported that on (B)(6) 2016 she felt pain in the center of her back, and the following day no longer felt stim in her painful areas as she had felt previously. She denied any fall or sudden movement. The rep later reported the cause was not determined, but the patient had received new programming around the nonfunctional electrodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.